Manufacturer narrative:
Follow-up # 1 ¿ (03/03/2015). The patient¿s meter has been returned on 2/11/2015 and evaluated by lifescan product analysis on 2/20/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began 3 weeks prior to contacting lfs. The patient reported obtaining blood glucose readings of ¿71mg/dl and 129 mg/dl¿, performed within 20 minutes of each other. The patient also reported obtaining blood glucose readings of ¿167mg/dl and 433 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient manages their diabetes with self-adjusted insulin. In response to the alleged inaccuracy issue, the patient reported increasing their dose of novorapid insulin to more than 6 units since the alleged issue began, on the advice of their doctor. The patient reported developing ¿hypos¿ an unknown time after the alleged issue began and described his symptoms as ¿headaches and eye accuracy decreasing¿. The patient did not report receiving any medical treatment/intervention in response to the symptoms. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the same approved sample site was used for testing and that the correct testing process was being followed. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient¿s reported symptoms do not meet lfs¿ criteria of severe hypoglycemia. However, this complaint is being reported as a malfunction as the results from precision testing did not meet lfs' precision criteria and the alleged inaccuracy issue was not resolved during troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.